Manufacturer narrative:
.

Event description:
The customer reported, hydrogen peroxide contact on the right thumb. The customer reported, that the contact site turned "dusky red" and was painful. The customer did not see a doctor or receive treatment for the contact. The customer rinsed the contact area with running water. The customer reports, that the load items were still wet when processed. The unit was working to specs.